Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporting facility phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a left femoral nailing (lfn) with ante grade locking procedure on (B)(6) 2016, when inserted, the drill guide would not seat into the 120 degree ante grade slot of the insertion handle. This resulted in the drill not being able to reach bone to drill the locking hole. Another insertion handle was available from a second lfn set and the drill guide that was initially used fit through the ante grade slot of the second insertion handle correctly. The procedure was completed without further issues. There was approximately a 10 minute surgical delay due to the reported event. There was no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) insertion handle f/expert tn+fn (part 03.010.045) was received for manufacturing investigation. The article is in used condition with several hammer marks visible on the part surface. The device history record review did not identify any non-conformance reports during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During the manufacturing investigation, all of the relevant and significant characteristics (such as: dimensions) were checked. Additionally a functional test was performed. Neither the 120 degree hole ø12 +0.036/0mm nor the ø12 +0.036/0mm plug limit gage passed the function tests. The diameter was damaged and likely due to hammer hits. All of the other checked characteristics were within the specifications. The instrument cannot be used anymore due to the visible damages caused by misuse. No manufacturing related issues were identified and/or confirmed. Product investigation summary: there was no specific information provided by the customer regarding device usage. Based on the limited information available, the exact reason for the reported problem cannot be determined. It is likely that heavy hammer strokes on the instrument and/or wear and tear over the years (as the instrument is over 10 years old) led to this damage. To prevent such problems, it is necessary for worn or damaged instruments to be replaced prior to use. Also, it is important to operate according to the technique guides. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.